Event description:
It was reported that stent damage occurred. A 3.50x28mm promus element¿ plus drug-eluting stent was selected to treat the lesion. However, the stent deformed longitudinally during balloon expansion. The procedure was completed with the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).